Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited oversensing. No intervention was done. There were no patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) exhibited atrial oversensing. There were no patient consequences.